Event description:
It was reported that the pt was dislocating. Removed liner and put in constrained liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.